Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Quantity - 4. The following sections could not be completed with the limited information provided: device info - expiration date ni. Manufacture date ¿ ni.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. Also during the procedure the mixing plunger did not move into the correct position. There was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).